Manufacturer narrative:
Event date: reporter noted that event occurred in "the past two months" from date of report. Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set had a bent and kinked cannula. The patient's blood glucose was reported to be in the 400-500s (mg/dl). The patient reported she had large ketones and a healthcare professional identified the levels as dangerous/life-threatening. A manual injection was administered or a site change was conducted and a pump bolus was administered to address the high blood glucose. No third-party assistance was required to address the incident. The patient had been using infusion sets "for a while" and did not feel lumps under her skin where infusion sets were inserted. No permanent injury was reported. See MFR: 3012307300-2017-00351, 3012307300-2017-00353, 3012307300-2017-00354, 3012307300-2017-00355, 3012307300-2017-00356, and 3012307300-2017-00357.